Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, impedance and threshold measurements did not display for the lead and there was no electrical signal. The lead was replaced and the procedure was completed with no adverse patient consequences.